Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 36/+2,5; cat # 6570-0-536; lot # 94070201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported the patient's left hip was revised. As reported: "pt. Presented with a draining surgical wound, following an acetabular revision on (B)(6) 2022. Dr. Opted to perform an extensive I&d and swapped out the biolox head and x3 insert components. No complaints filed against the implants themselves." Rep confirmed that no further information will be released by the hospital or surgeon.